Event description:
It was reported the procedure was to treat an unknown artery. The 5.0x60mm armada 35 balloon dilatation catheter (bdc) was prepared for use without issue. The bdc was advanced to the target lesion and inflated normally. Upon deflation and aspiration, air bubbles were noted in the indeflator. The device was removed without issue. A second armada 35 was being prepared outside the patient anatomy when air bubbles were noted during aspiration. A leak was suspected from the hub. A third armada 35 device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate medwatch report.